Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2018. A month after surgery, the patient developed a submandibular neck infection. The surgeon drained the infection, which resolved the infection temporarily but it ultimately persisted and migrated into the right preauricular area through a sinus tract that had developed. The surgeon removed the right tmj devices on (B)(6) 2019 and placed an antibiotic spacer. Microbiology testing showed growth of strep anginosus and coagulase neg. Staph aureus. The surgeon plans on placing revision components after the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.